Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the reported device was returned for investigation. Visual evaluation of the returned product identified significant signs of wear and fracturing at the collar. Bone debris on the external threads. Some dried blood inside implant drive feature. The reported event could not be recreated due to the nature of the dental device and event (fracture). The reported device was placed on tooth site 19 for approximately 3 years. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were one related complaints for this product lot. Complainant reported that the implant fractured at the platform. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes the following sections have been corrected: d4: expiration date

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Unique identifier (UDI) number not available. Last name unknown / not provided.

Event description:
It was reported that the implant had a fractured at platform. The implant was removed and the area was grafted. Patient to return for implant replacement.